Event description:
The customer reported that the cartridge chemistry (cc) sample probe of a unicel dxc 800 synchron system was leaking. The customer had noted that there was no vacuum at the wash collar and observed that the quality control cup had red coloration suggesting that a clot was picked up and contaminated the quality control sample. The customer was wearing personal protective equipment consisting of a lab coat and gloves and no injury or exposure was reported. The customer stated that there were no erroneous results generated and there was no change to patient treatment attributed to this event. Beckman coulter field service engineer (fse) identified a leaking sample clot detector. Fse also replaced an obstructed valve and probe assembly due to unspecified build-up. Fse replaced the sample clot detector and repair was verified per established procedures. Root cause for the leak was determined to be an issue with the sample clot detector.

Manufacturer narrative:
(B)(4).